Event description:
The pt had originally been fit with flexible wear contact lenses. However, the pt had difficulty handling the lenses and tore them frequently. The dr refit the pt with the daily wear lenses. Pt care and handling unk. The pt had developed a corneal ulcer while wearing the daily wear lenses. It is not known at this tme if cultures were taken or what the treatment consisted of.